Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer stated that they had no audio on the mx40. It is unclear whether the device was being used on or off the network. There was no report of a patient injury or harm.